Event description:
A retrospective observational study published in the world journal of urology was conducted at the university hospital center of besancon, france, comparing postoperative complications after laser photo vaporization of the prostate (pvp) in anticoagulated versus non-anticoagulated patients, including all individuals who underwent pvp between 2013 and 2022, for a total of 811 patients and a final matched cohort of 245 after propensity score matching (95 with anticoagulant therapy and 150 without). All procedures were performed using the greenlight 180 w xps laser system equipped with a moxy fiber, following international user guide recommendations: 80 w power was initially applied at the bladder neck, increased up to 180 w for vaporization of the lateral and median lobes (starting at the prostate base), and returning to 80 w at the apex, always without exceeding the verumontanum, maintaining a 3-5 mm distance between prostate and fiber, and guided by intraoperative prostatic endorectal ultrasound; the procedure was completed when the capsule fibers became visible, and a three-way 22 ch bladder catheter was left in place with irrigation until the next morning. Within three months post-surgery, 86 patients (35%) experienced complications, the main ones being significant hematuria (38 cases, 15%), acute urinary retention (54 cases, 22%), and urinary sepsis (24 cases, 9.8%), with 92% of all events classified as mild or moderate. The anticoagulated group showed a higher overall complication rate (43% vs. 30%) and, specifically, a higher incidence of hematuria (26% vs. 8.7%). Regarding severe complications, one anticoagulated patient required transfusion due to postoperative retzius hematoma evacuation, another developed postoperative myocardial infarction requiring stent placement, and a third experienced septic shock necessitating resuscitation measures; in the non-anticoagulated group, two patients required surgery for postoperative hematuria, and one died from postoperative pulmonary embolism. In conclusion, this study demonstrates that laser photo vaporization of the prostate performed with the greenlight 180 w xps system and moxy fiber is a safe procedure even for frail and anticoagulated patients, with a low risk of severe complications and transfusion, severity and hospital stay comparable to existing literature, but with a higher incidence of hematuria in anticoagulated individuals, most of which was managed medically. The relationship between the procedure or device and the death was not provided.this report refers to the death.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The cause of the death noted in the publication cannot be determined to be related to the device/procedure. The reported patient symptom of embolism is a known risk associated with this device type as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Jacquey h, kleinclauss f, balssa l, guichard g, frontczak a. Anticoagulation, photoselective vaporization of the prostate and safety : a propensity score-matched study. World j urol. 2024 nov 11;42(1):636. Doi: 10.1007/s00345-024-05273-x. Pmid: 39527283.

Event description:
A retrospective observational study published in the world journal of urology was conducted at the university hospital center of besancon, france, comparing postoperative complications after laser photo vaporization of the prostate (pvp) in anticoagulated versus non-anticoagulated patients, including all individuals who underwent pvp between 2013 and 2022, for a total of 811 patients and a final matched cohort of 245 after propensity score matching (95 with anticoagulant therapy and 150 without). All procedures were performed using the greenlight 180 w xps laser system equipped with a moxy fiber, following international user guide recommendations: 80 w power was initially applied at the bladder neck, increased up to 180 w for vaporization of the lateral and median lobes (starting at the prostate base), and returning to 80 w at the apex, always without exceeding the verumontanum, maintaining a 3-5 mm distance between prostate and fiber, and guided by intraoperative prostatic endorectal ultrasound; the procedure was completed when the capsule fibers became visible, and a three-way 22 ch bladder catheter was left in place with irrigation until the next morning. Within three months post-surgery, 86 patients (35%) experienced complications, the main ones being significant hematuria (38 cases, 15%), acute urinary retention (54 cases, 22%), and urinary sepsis (24 cases, 9.8%), with 92% of all events classified as mild or moderate. The anticoagulated group showed a higher overall complication rate (43% vs. 30%) and, specifically, a higher incidence of hematuria (26% vs. 8.7%). Regarding severe complications, one anticoagulated patient required transfusion due to postoperative retzius hematoma evacuation, another developed postoperative myocardial infarction requiring stent placement, and a third experienced septic shock necessitating resuscitation measures; in the non-anticoagulated group, two patients required surgery for postoperative hematuria, and one died from postoperative pulmonary embolism. In conclusion, this study demonstrates that laser photo vaporization of the prostate performed with the greenlight 180 w xps system and moxy fiber is a safe procedure even for frail and anticoagulated patients, with a low risk of severe complications and transfusion, severity and hospital stay comparable to existing literature, but with a higher incidence of hematuria in anticoagulated individuals, most of which was managed medically. The relationship between the procedure or device and the death was not provided. This report refers to the death.